Event description:
The following has been reported: the complainant indicated that the devices are infusing volumes higher than those programmed by the user reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.